Event description:
(B)(6) 2018 lvad (left ventricular assist device) placed (B)(6) 2022- left thoracotomy and repair of lvad (left ventricular assist device) outflow graft obstruction, outer graft opened near pump, debris and yellow honey colored material removed.